Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 473 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading customer high blood glucose reading stared on early (B)(6) 2017 at 5:00 am. Customer current blood glucose reading was 439 mg/dl. Customer blood glucose reading at the time of the incident was over 473 mg/dl. Customer also had 423 mg/dl blood glucose reading. Customer had nausea. Customer treated their high blood glucose reading with the manual injection. Customer drive support condition was not mentioned. Customer did not mention if the cannula was bent. Infusion set was changed on (B)(6) 2017. Customer did not mention if there was air bubbles or leaks. Customer did not check insulin pump setting. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.